Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a merlin. Net transmission. Upon investigation, the transmission showed noise on the right ventricular lead and two low, out-of-range impedance readings. The patient was brought into clinic. Programming changes were made, and the physician will monitor the lead. The patient was stable.